Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient was admitted for persistent "low flow" alarms that were positional with associated intermittent weakness and light-headedness. The patient was treated with diuretics, afterload reducers, hydrazaline, and a half liter bolus of normal saline for "questionable" hypovolemia and increased mean arterial pressures (map's). The patient's controller was exchanged but he continued to experience "low flow" alarms. CT angiogram revealed poor alignment of the inflow cannula while right heart catheterization results were unremarkable except for congestive heart failure (chf). The treating physician decided that there was no need for surgical intervention or vad correction. Investigation is ongoing

Manufacturer narrative:
The pump was not returned to heartware for evaluation. The controller was returned to heartware as a transplant device and was disposed before the complaint was filed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed as log files covering the reported event date were not provided by the site. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.